Event description:
As reported by the patient's attorney, an uphold vaginal support system (MFR report #3005099803-2014-00932) and a solyx sis system (MFR report #3005099803-2014-00933) were implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was a second physician reported with this or the other event, and their contact information is as follows: dr. (B)(6).